Manufacturer narrative:
The total protein reagent lot number was 883216. The bilirubin reagent lot number and the expiration dates were not provided. Preventive maintenance and decontamination of the vacuum valves and line were performed. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Example 1 initial total protein result was 2.0 g/l with a data flag, and the repeat result was 70.1 g/l. Example 2 initial bilirubin result was 0.8, and the repeat result was 5.5. No unit of measure was provided. Example 3 initial bilirubin result was 7, and the repeat result was 260. No unit of measure was provided.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue appeared to be resolved after the service actions.